Event description:
The iab inserted into the pt on 10/20/96. On 10/22/96 the iab was removed. The iab did not malfunction. As a result of the event, the pt had a stroke. The iab was not returned to co for evaluation. The iab was discharged by the facility. Event complications: the pt suffered a stroke - reported 11/7/96. (Pt's current status: unk - rpt'd 11/7/96).